Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in a procedure performed on (B)(6) 2017. According to the complainant, during preparation, it was noted that there was a tiny foreign material inside the sterile pouch together with the snare. There were no other reported issues with the device packaging and no visible damage noted to the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found a foreign matter inside the sealed package. The foreign material was measured with the tappi chart and was found to be beyond specification. The investigation confirmed the presence of a foreign material inside the pouch; the most probable root cause for this event is supplier manufacturing. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in a procedure performed on (B)(6) 2017. According to the complainant, during preparation, it was noted that there was a tiny foreign material inside the sterile pouch together with the snare. There were no other reported issues with the device packaging and no visible damage noted to the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.